Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 7-june-2024. Blood glucose levels exceed 500 mg/dl. No further information available .